Manufacturer narrative:
B3- the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had aortic insufficiency that started 9 months after their left ventricular assist device implant. The aortic insufficiency worsened over time. Historically related MFR with death report 2916596-2024-02515.

Manufacturer narrative:
Brand name: corrected. Catalogue number: corrected. Primary unique device identification (UDI) number: corrected manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The hm 3 lvas instructions for use (IFU) explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.